Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not fully charge. Additionally, it was reported that the touchscreen was cracked. There was no reported impact to customer's blood glucose. Reportedly, customer declined to provide additional information regarding the event.